Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had died.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced cardiac arrest two times and ventricular fibrillation (vf). It was reported that the right ventricular (rv) lead exhibited undersensing on stored electrograms (egm) causing device classified false termination of non-sustained ventricular tachycardia episodes. Rv lead capture could not be confirmed on the current egm. It was also reported that the right atrial (ra) lead exhibited undersensing on current and stored episodes and there was an atrial lead position check failure. Chest compressions were performed on the patient. The rv lead and the ra lead remain in use. No further patient complications have been reported as a result of this event.